Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer was difficult to interrogate without manipulated the rf (radio frequency) head cable; cracked solder found on the rf head connector. Analysis also found the latch tab on power cord bay was bent, power supply was intermittently noisy, and the left side of keyboard was pulling apart. The left and right upper hinges were broken. Concomitant medical product: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head would not work without manipulating the connector port on the programmer by pushing it in or putting upward pressure on connection. The programmer was returned for repair. No patient complications have been reported as a result of this event.